Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "pump was programmed by nursing staff and did not infuse accordingly."